Event description:
It was reported that following removal of the battery the external pulse generator did not continue to pace for the expected amount of time. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that following removal of the battery the external pulse generator did not continue to pace for the expected amount of time. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the generator did not pace for the expected amount of time following battery replacement, the generator passed visual inspection and all incoming functional tests. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.